Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the irrigation flow stopped when the doctor pressed down the foot pedal. The stellaris system was rebooted, but the problem reoccurred. Then the pack was replaced with another one and the problem was solved. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One opened pack tray was returned with a stable chamber cassette assembly inside. The pack label was not returned. The part number and lot number cannot be verified. The assembly was dirty with fluid in the line. The collection cassette was clean and dry. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self vacuum test. However, it did not complete the priming process. The fluid does flow through the irrigation line but the aspiration line, in the tubing manifold base was blocked.